Manufacturer narrative:
A philips field service engineer (fse) went onsite and brought the device to the shop. The fse performed testing using an nibp simulator. During testing, it was found that replacing the nibp cuff cord resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem is the nibp cuff cord. The reported problem was confirmed. All tests were passed with the new nibp cuff cord, and the device is now operating as expected. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the earlyvue vs30 indicating that there were intermittent issues with obtaining accurate non-invasive blood pressure (nibp) readings. The device was in use on a patient at the time of the event. There was no adverse event reported.